Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("cramping"), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") and systemic lupus erythematosus ("auto immune disorder-lupus nos( coding done together)") in a 46-year-old patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes, bronchitis and gastric bypass. Concurrent conditions included shortness of breath, nose congestion, smoker, hypothyroidism, obesity and hypertension. Concomitant products included iron for anemia, paracetamol (tylenol) for dysmenorrhea and pelvic pain female, hydrochlorothiazide for hypertension, hydroxychloroquine phosphate (plaquenil) for lupus erythematosus, fluticasone for nasal congestion, ciprofloxacin (cipro) for urinary tract infection as well as axotal (fioricet) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anaemia ("blood or heart condition- anemia"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), headache ("headaches") and uterine leiomyoma ("fibroid lumen and uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea and uterine leiomyoma had resolved, the systemic lupus erythematosus had not resolved and the headache and procedural pain was resolving. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, pelvic pain, procedural pain, systemic lupus erythematosus, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes . Pelvic ultrasound- a fibroid is visualized in the left lateral aspect of the uterus. The fibroid measures 3.6 x 3.3 x 2.6 cm. The endometrial stripe measures 4.3 mm. Essure is visualized in the right and left fundus of the uterus. On (B)(6) 2014 pelvic ultrasound: follow up left ovarian cyst. Essure is visualized. Impression: uterine mass which most likely represent fibroids. Heterogeneous myometrium. Left ovarian cyst(s) increased in size since prior ultrasound. Free fluid in the cul-de-sac. Left adnexal cystic structure. Possibilities include dilated fallopian tube. On (B)(6) 2016 esophagogastroduodenoscopy: findings: bleeding from marginal ulcer on the jejunal side of the gastrojejunal anastomosis, status post hemostasis with epinephrine and bicap . Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, concomitant drugs and events abnormal bleeding (vaginal), menorrhagia, autoimmune disorder- lupus, blood or heart condition- anemia, dysmenorrhea (cramping), pain, fibroid lumen and uterus were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and autoimmune disorder ("auto immune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), autoimmune disorder (seriousness criterion medically significant), headache ("headaches") and anaemia ("anemia"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2016. In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain lower, genital haemorrhage, headache, anaemia and procedural pain was resolving and the autoimmune disorder had not resolved. The reporter considered abdominal pain lower, anaemia, autoimmune disorder, genital haemorrhage, headache and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.